Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint was returned by the customer and evaluated. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Review of service repair logs. Per repair authorization form: "turned off during patient procedure." "Nurse practitioner stated patient was being cauterized and it stopped." (B)(4).

Manufacturer narrative:
Ref. E-complaint (B)(4). Please find attached the leep 1000 final MDR submission package, regarding all initial MDR's ,and retro review initial MDR's filed for reports of intermittent function during use. The documents included in this package are as follows: · leep system investigation summary · leep 1000 tech bulletin cover letter · tech service bulletin 12151 · project #(B)(4)- leep system 1000 root cause. This concludes coopersurgical' s root cause investigation. Coopersurgical, inc. Will continue to monitor the complaint condition for tending and safety.

Event description:
Review of service repair logs. Per repair authorization form: "turned off during patient procedure." "Nurse practitioner stated patient was being cauterized and it stopped." Ref repair order log (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint was returned by the customer and evaluated. Once the investigation is completed a follow-up report will be filed. (B)(4). Investigation: initiated manufacturer's investigation, no sample returned, review DHR, x-inspect returned samples, inspect stock product. Analysis and findings: a review of the 2 years complaint history reveals no similar issue. Repair note: 'replaced adapter (p/n-23635); functions to qa specifications' the complaint unit, leep system 1000 esu gen., p/n-52969 and serial#(B)(4), was received with customer complaint that unit turned off during procedure. Service and repair had found the adaptor plug was open; which connects to the hand piece to do the procedure. The repair technician had mentioned that adaptor plug could get bad due to power loss for quick moment and coming suddenly the power back could results the pin damage inside the adaptor; due to improper connection with damaged adaptor plug the hand piece was stopped in middle of the procedure. The repair technician had confirmed that the adaptor plug could not attached to the unit in open condition and if it gets attached out in damaged condition to the hand piece, it should not work in beginning of the procedure and the hand piece will not work at all. The power loose to the hand piece may cause the no unit activity. This adaptor was received from vendor and after contacting to the vendor about this issue, the vendor had started investigation for this adaptor function. The device was built in 03/2009. After replacing adaptor plug the unit was working in qa specification. These devices are 100% inspected prior to release. The root cause for this complaint condition is not readily available. The potential root cause for this complaint could be due to bad component. This is an isolated issue. No further action required at this time. Correction and/or corrective action: the adaptor plug was replaced in the received complaint unit and returned back to the customer. This complaint will be entered into the cooper surgical continuous improvement plan (cip). This is not an assembly issue. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition.

Event description:
Review of service repair logs. Per repair authorization form: "turned off during patient procedure." "Nurse practitioner stated patient was being cauterized and it stopped." Ref repair order log (B)(4).